Event description:
It was reported via a voluntary medwatch that during a septoplasty procedure using the entact septal stapler, the stapler allegedly tore the patient's nasal septum. This incident required the surgeon to repair and reconstruct the septum. No additional details were provided regarding the event or the patient's recovery progress; however, no further complications have been reported.